Event description:
Note: this MFR report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-1184 for a description of the other device. It was reported to boston scientific corporation that a gold probe device was used during a hemostasis procedure performed in 2008 (patient gender, age, and weight are unknown). According to the complainant, during the procedure, the device would not cauterize. The physician completed the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
Visual inspection of the gold probe device showed no anomalies. The device passed the isolation of electrodes test. Also passed the load test at .820 amp. Based on these results, the customer complaint was not confirmed/duplicated. The unit did not show any problem conducting current. The root cause of the reported issued was not able to be determined.

Manufacturer narrative:
(B)(4).